Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the injector felt tight but went forward to place the lens inside the patient's eye however halfway the doctor decide to remove lens before completely inserting. The lens was replaced with new lens and procedure was completed that day. Additional information has been received and there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the injector felt tight; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).